Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
On (B)(6) 2022, a patient contact reported to fresenius technical services this 61-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was experiencing a medical emergency and needed to discontinue a pd treatment. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a ccpd treatment on the liberty select cycler on (B)(6) 2022 due to dangerous cardiac arrhythmias. It was explained the patient was wearing a holter device for cardiac monitoring following an atrial fibrillation diagnosis in (B)(6) 2022. It was affirmed the patient¿s atrial fibrillation diagnosis was unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient received a phone call on (B)(6) 2022 from the facility that was monitoring their holter device and was told they were experiencing dangerous cardiac arrhythmias despite being asymptomatic. As a result, the patient was advised to report to the emergency department (ed). The patient safely disconnected themselves from their cycler and was transported to the ed on the same day. The patient was admitted to the hospital for observation on (B)(6) 2022. The patient was able to undergo hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission as hd was the preference for dialysis in the admitting facility. The patient had an uneventful hospital course and was discharged on (B)(6) 2022. The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s cardiac arrhythmias experienced during a pd treatment were unrelated to ccpd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on the same liberty select cycler at home post-discharge.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
On (B)(6) 2022, a patient contact reported to fresenius technical services this 61-year-old male peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy on the liberty select cycler was experiencing a medical emergency and needed to discontinue a pd treatment. There was no specific allegation this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient needed to discontinue a ccpd treatment on the liberty select cycler on (B)(6) 2022 due to dangerous cardiac arrhythmias. It was explained the patient was wearing a holter device for cardiac monitoring following an atrial fibrillation diagnosis in october 2022. It was affirmed the patient¿s atrial fibrillation diagnosis was unrelated to pd therapy or the use of any fresenius product(s) or device(s). The patient received a phone call on 2/nov/2022 from the facility that was monitoring their holter device and was told they were experiencing dangerous cardiac arrhythmias despite being asymptomatic. As a result, the patient was advised to report to the emergency department (ed). The patient safely disconnected themselves from their cycler and was transported to the ed on the same day. The patient was admitted to the hospital for observation on 2/nov/2022. The patient was able to undergo hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (unknown brand and model) for the duration of the admission as hd was the preference for dialysis in the admitting facility. The patient had an uneventful hospital course and was discharged on 4/nov/2022. The patient recovered from this event and remains asymptomatic. It was confirmed the patient¿s cardiac arrhythmias experienced during a pd treatment were unrelated to ccpd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient resumed ccpd therapy on the same liberty select cycler at home post-discharge.